Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was previously implanted to treat a bile duct stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed in (B)(6) 2023. Multiple ercp procedure attempts were made to remove or exchange this covered wallflex stent. All attempts were unsuccessful due to pyloric obstruction, complete embedding and delamination of the stent. In (B)(6) 2026, the patient presented with jaundice. Computed tomography (CT) imaging evidence identified stent failure and perihepatic ascites. During a challenging ercp procedure on (B)(6) 2026, the embedded and occluded stent was found to have caused secondary hilar strictures. A covered stent and bilateral plastic stents were placed for drainage. Surgical evaluation is underway, with consideration for total pancreatectomy or whipple procedure. A repeat ercp in six weeks is planned to attempt stent removal, though success is unlikely.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code (B)(6) captures the reportable event of stent difficult to remove. Imdrf device code a1409 captures the reportable event of stent obstruction within device. Imdrf device code a04 captures the reportable event of stent damaged/defective. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: an wallflex biliary stent was not return for analysis. A media inspection of photo provided by the complainant noted that there is evidence of the device in the patient anatomy. No other damages were noted to the stent and delivery system. Product analysis cannot confirm the reported event of stent difficult to remove, stent break, stent obstruction within device and stent cover damaged/defective. The investigation concluded that the observed damages may have been due to how the device was handled, and/or the technique used by the physician (excessive force applied), which limited the performance of the device and contributed to the observed damages. Taking all available information into consideration, investigation findings do not lead to a clear conclusion about the cause of the reported event and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is unable to exclude device problem. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: stent obstruction within device. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service conclusion:

Manufacturer narrative:
Block g4: premarket# has been corrected. Block b5 has been updated with the additional information received on february 26. 2026. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a1409 captures the reportable event of stent obstruction within device. Imdrf device code a04 captures the reportable event of stent damaged/defective. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: an wallflex biliary stent was not return for analysis. A media inspection of photo provided by the complainant noted that there is evidence of the device in the patient anatomy. No other damages were noted to the stent and delivery system. Product analysis cannot confirm the reported event of stent difficult to remove, stent break, stent obstruction within device and stent cover damaged/defective. The investigation concluded that the observed damages may have been due to how the device was handled, and/or the technique used by the physician which limited the performance of the device and contributed to the observed damages. Taking all available information into consideration, investigation findings do not lead to a clear conclusion about the cause of the reported event and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is unable to exclude device problem. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: stent obstruction within device. Risk review: a review of the wallflex biliary stents hazard analysis and clinical evaluation report was completed and confirmed that the events of stent difficult to remove, stent break, stent obstruction within device, stent cover damaged/defective and unexpected medical intervention were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. DHR review: a manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was previously implanted to treat a bile duct stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed in (B)(6)2023. Multiple ercp procedure attempts were made to remove or exchange this covered wallflex stent. All attempts were unsuccessful due to pyloric obstruction, complete embedding and delamination of the stent. In (B)(6) 2026, the patient presented with jaundice. Computed tomography (CT) imaging evidence identified stent failure and perihepatic ascites. During a challenging ercp procedure on (B)(6) 2026, the embedded and occluded stent was found to have caused secondary hilar strictures. A covered stent and bilateral plastic stents were placed for drainage. Surgical evaluation is underway, with consideration for total pancreatectomy or whipple procedure. A repeat ercp in six weeks is planned to attempt stent removal, though success is unlikely.